Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was attempted to be implanted. While turning out the helix, the physician heard a cracking sound and felt a vibration in the lead. The pacing impedance was greater than 4,000 ohms, with poor sensing. The lead was removed and replaced with another lead of the same model. No adverse patient effects were reported.